Event description:
The customer reported to olympus the video system center would not connect to any scopes during preparation for use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and caused by a broken inlet. Additionally, the evaluation found the reportable malfunction of cracked plastic around the power switch. The evaluation found the following non-reportable malfunction(s): corrosion on the video connector receptacle board, bottom chassis, top cover, front panel, and front chassis; system software required update; picture-in-picture (pip) connectors was damaged/deformed. The investigation is ongoing. Three attempts were performed to obtain additional information, but the customer did not provide the requested information. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. Correction on field b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, the root cause of the failure was not identified. Olympus will continue to monitor field performance for this device.

Event description:
It was a diagnostic procedure.